Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported the patient received a minor burn during removal of the needle from the insertion site. The area was cooled with ice. The procedure was completed without any further incident. Covidien's initial evaluation of the incident needle found the clear insulation on the needle was damaged. The needle failed hipot testing.

Manufacturer narrative:
(B)(4).date of initial report: 09/01/2015.date of follow-up report: 09/22/2015.evaluation of the incident electrode found voids in the insulation. The voids failed hipot testing. The damage to the insulation is indicative of the electrode coming into contact with a metal object.